Manufacturer narrative:
Philips service replaced the sbc board and reinstalled the system, restoring the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start; sbc board replaced and system reinstalled on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.